Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported via the repair unit in (B)(6) that the broken blade was received in addition to other devices from the account. It is unk if there was any pt involvement of adverse consequences as a result of the broken blade. No further info was provided.